Manufacturer narrative:
It was reported the patient may have failed to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Patient reported they had forgotten to charge the ipg and lost communication with ipg preventing it from charging. Ipg confirmed inoperable. Ipg replaced on (B)(6) 2020.